Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the returned device memory data and the existing production documents. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. A performed standard electrical final test documents proper device behavior. The device memory data were analyzed. The analysis showed that the device status eri was activated because of inconsistent memory within the live holter. In general, the device is capable to detect damaged memory and correct individual memory sections on its own if necessary. If the live holter is affected, the pacemaker switches " per design " to the device status eri to prevent a potentially incorrect calculation of the operating time. In summary, the analysis of the returned data identified inconsistent memory content, which led to the clinical observation. The inconsistent memory was automatically detected by the device and led to the activation of the device status eri in accordance with specifications. It cannot be ruled out that the observed behavior might have been triggered by external influences, such as the prostate radiation mentioned in the complaint.

Event description:
Ous MDR. After an implantation time of approx. 51 months a battery display error was reported. It was also reported that the patient had undergone radiation treatment in the prostate region at some unknown point in time. The doctor suspects a relationship between the radiation and the error message. The pacemaker was not returned for analysis. No worsening of the patient's health was reported.